Event description:
It was reported that this patient experienced multiple episodes of syncope and subsequently presented to the emergency room (ER). A review of a surface electrocardiogram (ECG) indicated there were atrial p-waves observed but no ventricular complexes observed. There were also no pacing spikes observed on the surface ECG. It was noted that the right ventricular (rv) auto-sensing feature was programmed off three (3) weeks prior and sensing was programmed to a fixed 3 millivolts in a bipolar sensing configuration. The rv threshold and impedance measurements were noted to be stable and within normal specification limits. There were also no stored episodes in the device logbook. In addition, it was also noted that the device interrogation seemed to cause pacing inhibition based on review of the surface ECG. A different programmer model was used, and the same pacing inhibition was not observed. Boston scientific technical services (ts) indicated that the initial programmer wand may have affected the presentation observed on the surface ECG. Ts provided guidance to the boston scientific representative (rep) to consider adjusting the sensitivity of the ventricular tachycardia episode electrogram (egm) storage settings and discussed changing the rv programming to a unipolar pacing and bipolar sensing configuration. Subsequent information from the rep indicated that the patient had documented asystole lasting up to four (4) seconds and that the physician suspected an issue with the rv lead. The rv lead is not a boston scientific product. The products remain in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient experienced multiple episodes of syncope and subsequently presented to the emergency room (ER). A review of a surface electrocardiogram (ECG) indicated there were atrial p-waves observed but no ventricular complexes observed. There were also no pacing spikes observed on the surface ECG. It was noted that the right ventricular (rv) auto-sensing feature was programmed off three (3) weeks prior and sensing was programmed to a fixed 3 millivolts in a bipolar sensing configuration. The rv threshold and impedance measurements were noted to be stable and within normal specification limits. There were also no stored episodes in the device logbook. In addition, it was also noted that the device interrogation seemed to cause pacing inhibition based on review of the surface ECG. A different programmer model was used, and the same pacing inhibition was not observed. Boston scientific technical services (ts) indicated that the initial programmer wand may have affected the presentation observed on the surface ECG. Ts provided guidance to the boston scientific representative (rep) to consider adjusting the sensitivity of the ventricular tachycardia episode electrogram (egm) storage settings and discussed changing the rv programming to a unipolar pacing and bipolar sensing configuration. Subsequent information from the rep indicated that the patient had documented asystole lasting up to four (4) seconds and that the physician suspected an issue with the rv lead. The rv lead is not a boston scientific product. The products remain in-service. No additional adverse patient effects were reported. Additional information was received that this pacemaker device was subsequently explanted and replaced due to normal battery depletion. The rv lead remains implanted and in service, connected to the new pacemaker device, and programmed to a unipolar pacing and bipolar sensing configuration with rv sensitivity programmed to 5 millivolts. The rv lead is not a boston scientific product. No adverse patient effects were reported.

Event description:
It was reported that this patient experienced multiple episodes of syncope and subsequently presented to the emergency room (ER). A review of a surface electrocardiogram (ECG) indicated there were atrial p-waves observed but no ventricular complexes observed. There were also no pacing spikes observed on the surface ECG. It was noted that the right ventricular (rv) auto-sensing feature was programmed off three (3) weeks prior and sensing was programmed to a fixed 3 millivolts in a bipolar sensing configuration. The rv threshold and impedance measurements were noted to be stable and within normal specification limits. There were also no stored episodes in the device logbook. In addition, it was also noted that the device interrogation seemed to cause pacing inhibition based on review of the surface ECG. A different programmer model was used, and the same pacing inhibition was not observed. Boston scientific technical services (ts) indicated that the initial programmer wand may have affected the presentation observed on the surface ECG. Ts provided guidance to the boston scientific representative (rep) to consider adjusting the sensitivity of the ventricular tachycardia episode electrogram (egm) storage settings and discussed changing the rv programming to a unipolar pacing and bipolar sensing configuration. Subsequent information from the rep indicated that the patient had documented asystole lasting up to four (4) seconds and that the physician suspected an issue with the rv lead. The rv lead is not a boston scientific product. The products remain in-service. No additional adverse patient effects were reported. Additional information was received that this pacemaker device was subsequently explanted and replaced due to normal battery depletion. The rv lead remains implanted and in service, connected to the new pacemaker device, and programmed to a unipolar pacing and bipolar sensing configuration with rv sensitivity programmed to 5 millivolts. The rv lead is not a boston scientific product. No adverse patient effects were reported. Additional information was received that this pacemaker device was subsequently returned to boston scientific.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.